Event description:
First off, I am so surprised to see how many people have had bad outcomes with there lasik/lasek surgery. For a moment, after hearing about all of the people that had good results, I thought that I was the only one who a received bad. I see now that this is not nearly the case. I am a family physician who had been wearing glasses since my 3rd grade year in school and just recently I got fed up with my glasses at the age of 28. My prescription had gotten so strong that it would cause me to have headaches and at the end of each day, it felt like my eyes were screenburned. I finally got a consultation to see a lasek dr to which I had been referred to by an optometrist to which I felt comfortable with. After a long discussion, thought and prayer, I decided to go ahead and have the surgery done but with only one eye done at a time. My original prescription in my glasses was about -6.25 in the right eye and -6.175 in the left eye. My dr told me that this was about the average set of eyes that he operated on. So, I had the right one done first, which was my worse eye. He did tell me that it would take about 3-4 weeks before the eye was completely healed and that is when I would have my best vision. After the surgery, everything was blurry and then about 2-3 days later, I started to get my vision back. I must say that the way that my right eye turned out after 4 weeks was excellent!!!!!! So, I waited another month before I decided to get the other eye done, thinking that since the first one was done so well, why not get the other one done as well, but still a little cautious of my left eye getting screwed up. Well, I had the left one done as well and the night of the surgery day after going to sleep, I noticed that my eye was in excrutiating pain as if something were in it. He does put a protective soft lens over your eye post-op, but it did not hurt like this on the right eye. I started to panic and quickly called my dr. He said if the contact is still in, don't worry. So after about two weeks and removal of the contact, the next thursday after the surgery, I started to get some vision back. Although a slower recovery of vision that the right eye. I noticed that the letters that I was seeing were micro compared to the right eye. Then I knew that I had been overcorrected in the left eye, my best eye. Now, I was farsighted in the left eye. After seeing my dr, the following week, he stated that I could see 20/15 in the left eye and that I had been overcorrected about +0.5. My heart sunk and I thought that I was going to die. He told me that I should continue to use npd which is an antibiotic/steroid solution that he used 2 times/daily and flarex in the right eye 2 times/daily and that he thought that my slight overcorrection would even out. I have doubts about this ever evening out. I am not having surgery again and have vowed to tell everyone considering lasek/lasek that if they are comfortable with their glasses/contacts, then keep them. Lasik/lasek really should be banned because it is an elective procedure that can possibly ruin your quality of life even though it will not kill you, you could be permanently debilitated behind it. The main reason that it should be banned is because the drs that do it are not able to fix all the mistakes that can occur. This is one of the most immoral practices that I have ever seen in my medical career and its sickening to know the drs, people who have taken the same hippocratic oath that I have are doing this procedure knowing that if some mistakes happen, and they do, that they can not fix them. Wow!!!. My eyes are open even wider now to patients needs and considerations of what it is that is bothering them. A lot of things that are going on with people are completely avoidable if only given the right info before making a decision. Lasek/lasik is one of the headaches that I really wish I did not do . It has slown me down considerably as a physician and as a young man who was able to do alot of things before lasik. But I still thank god though, even in my stupidity, my eyes could have turned out worse. I am now about 3 months post-op from lasek surgery and my night vision is almost as if I am in a pitch black movie and I can not drive at night anymore. If I had known that the wider your pupils are after being dilated, the worse your night vision will be, I definitely would not have done this. With the overcorrection in my left eye, I am in a constant state of vertigo/imbalance that causes me sever fatigue. My vision feels as if it is fading a little bit everyday. What really bothers me is that when I discuss these things with my surgeon, he basically denies that they are due to the surgery event though he knows that I have been overcorrected in one eye. It is sickening to know that money has taken over an area of medicine like this at the cost of the quality of people's lives. I don't know if the bad reports are being ignored or they are not being reported, but I want someone to know that these complaints are for real. I am a real person and I am so tired of people being scared to say that their surgery did not come out as expected because of possible litigation. Something needs to be done. If the doctors are not capable of fixing all the potential mistakes that can happen with this, it needs to be banned. There needs to be more informed concent about what can really happen with your particular case of eyes I was given none of the really bad things that could happened. I am now disabled and trying to get disability which is even harder. Not sure which laser was used perform lasek, but used at eye center.